Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to reach 517 mg/dl. The customer addressed the high blood sugar by administering a correction injection using multiple daily injections (mdi) and received normal assistance from a third party, though no incapacitation occurred. Technical support provided instructions to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.